Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was insulin pump had hardware low level failure. The customer¿s blood glucose was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed sleep current measurement, active current measurement and self test. Pump error 63 was present in the pump trace download, problem isolated to keypad assembly . The device failed prime test and seating test due to corrosion on force sensor assembly. The device was received with moisture damage on motor assembly.